Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what is the surgeon¿s experience with device? No information. Were any surgical clips used in the vicinity prior to this firing? No information. What was the approximate width of the compressed vessel? No information. Can it be confirmed that the entire width of compressed vessel was proximal to cut line? No information. Can it be confirmed that there was no extraneous tissue within jaws distal to cut line? No information. Does the surgeon routinely wait 15 seconds prior to firing? No information. Was there any tension on vessel during firing sequence? Dr. Commented the following: there was tension on the vessel during firing. And dr. Thought the tension was one of cause of the bleeding. Dr. Commented that the staples seemed to be "deproyed". Dr. Had a "quesion" that the trouble of the articulation "may caused" the tension on the vessel. When inserting the device into the thoracic cavity and approaching, touching thorax might "caused" any pressure on the shaft of the device. What was the named vessel and placement within jaws? No information. The bleeding occurred from the branching of pa. What is the current patient status? The patient was stable."

Event description:
It was reported that during a vats left upper lobectomy, bleeding occurred after the device was used on the blood vessel with the articulation angle locked at 15 degrees to the right. The bleeding occurred at the proximal end of the cut line. The procedure was converted to an open procedure to stop the bleeding. The incised wound was expanded. Before the event, the surgeon felt something unusual with the articulation of the device in question. The surgeon checked the device outside the patient, and he decided to use the device for the patient. The amount of the bleeding was unknown. No blood transfusion was required. Another device was used to complete the case. The surgeon commented that there was a possibility that the usage of the device caused the event since the patient has a small stature. The patient is a female and still hospitalized to being followed-up. One pve35a and one vasecr35 will be returning. The sales rep checked the device after the procedure, and his observation is as follows: the articulation whose angle locked at 15 degrees to the right was easily released when the sales rep touched to the shaft by his finger though the articulation was locked once. No same issue was observed with other direction and other degrees of the articulation angle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device¿s articulating mechanism was disassembled and was noted that the distal channel retainer had broken teeth. The damage on the distal channel retainer is consistent with an improper use of the device, this could be due to the device being pressed against a surface to obtain articulation or by manually trying to articulate the device by the jaws. To properly articulate the device the articulation knob should always be use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device¿s articulating mechanism was disassembled and was noted that the articulation gear had broken teeth. The damage on the articulation gear is consistent with an improper use of the device, this could be due to the device being pressed against a surface to obtain articulation or by manually trying to articulate the device by the jaws. To properly articulate the device the articulation knob should always be use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r59f1d. The analysis found that one pve35a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device was disassembled to verify the condition of the internal components and no anomalies were found. Event could not be confirmed as the articulation feature worked as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.